Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient had trouble getting the device to give them a higher setting. It said 'lower settings not available'. This started happening about 2-3 weeks ago. Reviewed the meaning of the message. Redirected to hcp. Patient mentioned they travel full time and won't be seeing healthcare provider until november. Additional information was received from the patient reporting that they were not getting any stimulation and the issue began about 2 weeks ago. Patient stated they were barelyable to walk yesterday and it was very difficult and painful for them to walk. Patient noted they had neuropathy and severe arthritis and the therapy wasn't helping with either one of them. Patient noted the implant battery stopped going down yesterday and that was unusual for them because their settings were quite high and they had to charge at least once a day. Patient confirmed the implant was not going down in charge because of the stimulation. Patient mentioned they charge their implant once a day. Patient mentioned they haven't charged their implant in the past 2 days. During the call, agent walked patient through adjusting stimulation and patient noted the controller showed settings not available when they increased stimulation. Patient noted they tried all groups and get settings not available even when they unlock their controller. Agent reviewed meaning of message. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned they were in montana and wouldn't be back until november 14th to see their hcp. Patient mentioned they will be in south dakota next week and agent emailed patient physician listings. Additional information from the patient indicated that the cause of the issue was that the "electronic connector" that was used in all 4 of their programs had malfunctioned. They stated that they met with a manufacturing representative (rep) and their unit was reprogrammed. The issue was resolved.